Event description:
Ten months after surgery the pt returned complaining of a palpable structure in the medial subcutaneous tissue of right knee. A small superficial incision was made at the site of the foreign body and an intact arrow was removed.